Event description:
A doctor sweat through his gown. The surgical gown should not have allowed strike through. The gown was a halyard ultra film reinforced x-large 95421/74421ns aami4. When he noticed he changed his gown. This could cause a potential infection control issue.